Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was bent. A different lp was used to compete the procedure. There were no patient consequences.